Event description:
It was reported that a patient was implanted with an impella cp and had the pump come out of position. The patient went into asystole. Cardiopulmonary resuscitation was rendered but the patient expired.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.